Manufacturer narrative:
E1. Full establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the telescope, 12°, 4 mm exhibited a broken eyepiece. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 and h6 (component code updated to 841-imager, health impact code updated to 2645). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, it is likely the eyepiece was damaged due to the effect of a large mechanical force caused by an impact or a fall. Olympus will continue to monitor field performance for this device.